Event description:
The customer reported that suppressed chol (cholesterol), tg (triglyceride), tbil (total bilirubin) and dbil (diluted bilirubin) results with instrument generated orr (out of reportable range) flags were generated from a unicel dxc 600 synchron system. The customer also indicated the generation of bl abs (blank absorbance) low errors for ast (aspartate aminotransferase), alt (alanine aminotransferase) and bun (blood urea nitrogen) patient results. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of two patients whose initial blood urea nitrogen (bun), tbil, ast, alt, chol, tg, creatinine (cr-s), albumin (alb), total protein (tp), direct high-density lipoprotein cholesterol (hdld) and/or alkaline phosphatase (alp) results were either erroneously low with/without instrument generated flags or suppressed with instrument flags. Upon repeat on an alternate instrument, the repeat results, other than hdld, were higher numerical values. The repeat results were regarded as valid. No patient reports were amended. Additional chemistry results were provided for these patients but were not questioned by the customer as erroneous. The initial suppressed and/or erroneous numerical results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Led customer troubleshooting of the instrument did not resolve the issue. The customer indicated that "cartridge chemistry sample cuvette no fluid detected" error messages were generated. Service was dispatched. Beckman coulter inc. Assessment of instrument assay performance data indicated that quality control results for some chemistries were running consistently slightly low during the timeframe of this event. Sample collection/ handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer (fse) discovered that the cartridge chemistry sample probe was mis-aligned and that the sample probe and reagent probe were loose. The fse replaced the sample probe and the wash collar, tightened the reagent probe, set vertical and rotary alignments and executed successful performance assessments. After the completion of the necessary and verified repairs the instrument was returned back into operation.